Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. The download data reported an 0x68 occlusion alarm and a pulse-width timeout. No blood was observed on the adhesive pad or the device. The slide retract was found damaged, and the formed needle was not seated in the slide retract, indicating improper installation of the formed needle. These issues resulted in the formed needle failing to retract and contributed to the reported symptoms. No issues were found that would affect the device's ability to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose read "high" indicating levels greater than 250 mg/dl while wearing the pod longer than 48 hours on the arm. The needle did not retract when the pod was activated; this indicates that a needle mechanism failure occurred. Pain, bruising, and bleeding at the infusion site were also reported. As treatment, the pod was removed.